Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
It was reported that a double lumen hemodialysis catheter was placed in a woman in the right internal jugular vein. She was not in very good condition. Guidewire was placed correctly, but by inserting the introducer over this guidewire, the vena jugularis was perforated. The catheter ended up in the thorax. This caused internal bleeding (hemothorax) and the patient died.